Event description:
It was reported that the device was not calibrating correctly. As per customer report the device pressure was too high during the procedure, consequently, a larger volume of irrigation fluid was used. Surgery was finished with a back-up device. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation did not reveal any problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.